Event description:
The kissing stent technique was being performed in a bifurcation to treat a site where the vein graft connected to the ostium. A 2.5 x 8 pixel and a 2.5 x 13 stent were used. The 2.5 x 13 stent was deployed. The 2.5 x 8 pixel stent was removed from the pt and set on the back table. The lesion was re-evaluated and the 2.5 x 8 stent was re-advanced to the lesion when it was noted that the stent was not on the stent delivery system (sds). The stent could not be located. The pt complained of pain in the left arm and the left side of the face.